Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend (B)(4) deflation problem complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and yellow particles inner the device. Leak test and microscopic analysis was performed which identified: sharp opening on plug strap bond edge, crease fold and wear abrasion, a dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on plug strap bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.